Event description:
It was reported that while imaging the left circumflex with the intravascular ultrasound (ivus) catheter during a percutaneous transluminal coronary angioplasty (ptca), a dissection of the second obtuse marginal artery (om) occurred. The pt was discharged the following day.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the MFR and exp dates cannot be determined.